Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the device is displaying error messages regarding a speaker malfunction and no sound was present. The device was in clinical use on a patient at the time the issue was discovered, no adverse event was reported.

Manufacturer narrative:
The remote service engineer (rse) spoked with the customer and stated he did some trouble shooting where the customer stated he replaced the board and had to reset the device from a previous issue and after using the support tool to push the original configuration and software onto the device that other issues arose where there was a main system board issue and a speaker malfunction issue. The rse ordered a mainboard and speaker and shipped to the customer to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was the speaker and mainboard. The reported problem was confirmed. The customer was provided replacement parts to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.